Event description:
As reported by the user facility: customer reported "inserting the catheter felt like she could not advance it, removed stylet and the catheter, and catheter was sheared." MFR ref# 9610825-2013-00259.